Event description:
It was reported that following the implant of the spectra penile prosthesis the patient was seen for a follow up appointment and had developed a scrotal hematoma. Treatment was provided and there were no further patient complications reported as a result of this event.